Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4)) on (B)(6), 2015. The most recent information was received on (B)(6), 2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("severe crippling cramps /pain in lower abdomen, constant") in a 26 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. In (B)(6), 2011 she experienced genital haemorrhage ("heavy bleeding continued for almost 8 months following placement"), abdominal distension ("bloating"), headache ("headaches") and procedural pain ("implant was extremely painful / pain was constant for approximately 4 months following placement"). In november 2011 she experienced depression ("depression") and anxiety ("anxiety"). In december 2011 she experienced rash ("rashes"). In 2012 she experienced alopecia ("hair fell out"). Essure was removed on 03-may-2021. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), polymenorrhoea ("2 periods a month"), coital bleeding ("bleeding during and after intercourse"), bacterial vaginosis ("29 diagnosis of bacterial vaginosis"), vulvovaginal mycotic infection ("6 yeast infections, never had before essure"), hair growth abnormal ("hair would not grow"), arthralgia ("horrible pains in hips"), migraine ("severe migraines") and tremor ("severe tremors"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the genital haemorrhage and procedural pain had resolved. The outcomes for abdominal pain lower, rash, polymenorrhoea, abdominal distension, headache, coital bleeding, bacterial vaginosis, vulvovaginal mycotic infection, hair growth abnormal, alopecia, arthralgia, migraine, tremor, depression and anxiety were unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, bacterial vaginosis, coital bleeding, depression, genital haemorrhage, hair growth abnormal, headache, migraine, polymenorrhoea, procedural pain, rash, tremor and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: discrepancy noted for insertion date: 01-jan-2011. Medications taken for migraine and tremors. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4)) on 23-oct-2015. The most recent information was received on 25-oct-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("severe crippling cramps/ pain in lower abdomen, constant") in a 26 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, spotting vaginal, gas pain, pelvic pain and menorrhagia on (B)(6) 2021 and excessive menstruation, menstruation frequent, sulfonamide allergy (sulfa (sulfonamide antibiotics).), allergy to antibiotic (clindamycin, doxycycline) and penicillin allergy (penicillin allergy) on (B)(6) 2021. Previously administered products included: norco and ibuprofen. The patient had a family history of malignant neoplasm of ovary, breast cancer and cervical cancer. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced genital haemorrhage ("heavy bleeding continued for almost 8 months following placement"), abdominal distension ("bloating"), headache ("headaches") and procedural pain ("implant was extremely painful/pain was constant for approximately 4 months following placement"). In (B)(6) 2011 she experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2011 she experienced rash ("rashes"). In 2012 she experienced alopecia ("hair fell out"). Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), polymenorrhoea ("2 periods a month"), coital bleeding ("bleeding during and after intercourse"), bacterial vaginosis ("29 diagnosis of bacterial vaginosis"), vulvovaginal mycotic infection ("6 yeast infection, never had before essure"), hair growth abnormal ("hair would not grow"), arthralgia ("horrible pain in hips"), migraine ("severe migraines") and tremor ("severe tremors"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, bacterial vaginosis, coital bleeding, depression, genital haemorrhage, hair growth abnormal, headache, migraine, polymenorrhoea, procedural pain, rash, tremor and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: discrepancy noted for insertion date: (B)(6) 2011. Medications taken for migraine and tremors. Discharge date: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.088 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology report pre and post-operative diagnosis: heavy bleeding that has not responded to bleeding medication, pills and pain. Specimens: uterus, cervix, left fallopian tube and right tube. Diagnosis: myometrium: 2.0 cm leiomyoma. Bilateral fallopian tubes: two fallopian tubes identified. Two metal coils within cornual areas. Gross description: there are also two coiled wires in the upper right and left cornu, that measure approximately 2.0 cm in length x 0.1 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Reporter added, medical history added, lab data added, indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority FDA (reference number: (B)(4)) on 23-oct-2015. The most recent information was received on 02-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("severe crippling cramps /pain in lower abdomen, constant") in a 26 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced genital haemorrhage ("heavy bleeding continued for almost 8 months following placement"), abdominal distension ("bloating"), headache ("headaches") and procedural pain ("implant was extremely painful / pain was constant for approximately 4 months following placement"). In (B)(6) 2011 she experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2011 she experienced rash ("rashes"). In 2012 she experienced alopecia ("hair fell out"). An unknown time she experienced abdominal pain lower (seriousness criterion intervention required), polymenorrhoea ("2 periods a month"), coital bleeding ("bleeding during and after intercourse"), bacterial vaginosis ("29 diagnosis of bacterial vaginosis"), vulvovaginal mycotic infection ("6 yeast infections, never had before essure"), hair growth abnormal ("hair would not grow"), arthralgia ("horrible pains in hips"), migraine ("severe migraines") and tremor ("severe tremors"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage and procedural pain had resolved. The outcomes for abdominal pain lower, rash, polymenorrhoea, abdominal distension, headache, coital bleeding, bacterial vaginosis, vulvovaginal mycotic infection, hair growth abnormal, alopecia, arthralgia, migraine, tremor, depression and anxiety were unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, bacterial vaginosis, coital bleeding, depression, genital haemorrhage, hair growth abnormal, headache, migraine, polymenorrhoea, procedural pain, rash, tremor and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: discrepancy noted for insertion date: (B)(6) 2011. Medications taken for migraine and tremors. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: reporter, reference added, case category upgraded to serious incident due to intervention required. Upon internal review onset date of some events was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.